Manufacturer narrative:
The fse evaluated the device on-site. After investigation, the confirmed problem was related to an error in the instrument alarm treatment board. A self-check test was conducted to identify the issue specifically. The resolution involved replacing the treatment board, which successfully resolved the malfunction. The device returned to full functionality after the repair. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the available information and conducted testing, the cause of the reported problem was confirmed to be a malfunction of the treatment board. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The treatment board was replaced to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's battery cannot be charged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.